Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 215 mg/dl for approximately 30 minutes and contacted support to confirm insulin delivery, with supplies reportedly intact and no alarms. Symptoms included elevated blood glucose without associated clinical effects. Outcomes included self-resolution of glucose to target without backup therapy, ketone testing, medical intervention, or assistance. Investigation included troubleshooting and user education regarding confirmation of blood glucose with a fingerstick and instruction to replace the infusion site if levels did not trend down. Investigation of this case revealed no device malfunction was identified and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.